Manufacturer narrative:
(B)(4). The unknown cross-it (part unk, lot unk), is being filed under a separate MFR#

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the whisper guide wire was advanced, but did not cross the lesion. Then a cross it guide wire was advanced and a dissection occurred. The dissection was treated with a vision stent. A voyager 2.5 x 12 balloon was attempted for post dilatation; however, it did not cross the lesion. A voyager 1.5 x 12 balloon was inflated to 30 atmospheres and the balloon ruptured. The product was removed from the pt with no further issues. No additional event or pt information is available.